Event description:
On 14may2015 a letter was received from (B)(4). The report was dated (B)(6) 2015. The product is acuvue oasys contact lens. An incomplete lot number was provided in the medwatch report as b00hdj with an expiration date: "28feb2019". The event date is reported as (B)(6) 2014. The wedwatch report date is (B)(6) 2014. The reporter occupation listed as "other health care professional. The event description as follows: "(B)(6) 2015: patient using acuvue oasys contact lens' as prescribed and developed infection with p.acnes to eye/cornea. Could the contact lens' as manufactured be contaminated? Dose or amount: -1.75/high +2.50, frequency: change every 2 weeks, routh: ophthalmic. Date of use: 3 months. Diagnosis or reason for use: contact lens used to correct vision." No additional information provided about the event. Multiple attempts were made to contact the reporter of the even to obtain additional information and obtain the lot # of the product have been unsuccessful. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).